Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient was hospitalized for an epidural hematoma a few days after the implant procedure. The therapy was never activated. The device was removed and there have been no reports of further complications regarding this event.